Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. The patient¿s symptoms began following the lead pull. The patient experienced symptoms of ¿surging.¿ no malfunctions were seen and the cause of the issue was not determined. The patient recovered without permanent impairment.

Event description:
It was reported that the patient had a percutaneous stimulation trial procedure with an uneventful placement of the lead components of the external neurostimulator (ens) system. The patient had coverage for their pain areas throughout trial phase of testing though it was noted that they did have typical post procedure pain in the back from the needle sites. The patient had the leads components pulled 7 days after their placement (and discarded) and the following day symptoms of weakness bilaterally in the legs and pain in the back. The patient went to the emergency room, was admitted, and had surgery to remove a clot (epidural hematoma) in the epidural space. The on follow up, the cause of the event was unknown although it was reported that the patient did not stop taking their aspirin (81 mg/day) prior to or during the trial testing. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.